Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the CPAP device humidifier and tubing do not heat up. The patient's nasal passages are becoming so dry that their throat is paralyzed, which was pretty terrifying. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.